Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as (B)(6) 2024. D4: the UDI is not known as the part and lot number were not provided.

Event description:
The date of event will be estimated as (B)(6) 2024. It was reported as a general comment that there have been occurrences of infections in the groin where a prostyle device had been used.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effect of infection is listed in the electronic prostyle instructions for use (eifu), as possible adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Corrections: b3 - date of event: updated from 4/23/2024 to 3/26/2024. D1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. D4 - lot #: updated from unknown to 4020742. D4 - catalog #: updated from unk prostyle to 12773-02. D4 - primary UDI number: updated from unknown to (B)(4). D9 - device available for evaluation: updated from ni to not returning. E3 - occupation: updated from non-healthcare professional to physician. G2 - report source: updated from other to health professional. H6 - health effect - impact code: code 4614 and codes 4607 and 4624 were added. The additional prostyle device referenced in b5 is/are filed under separate medwatch report number.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that bilateral closure of the right and left common femoral arteries was done using four prostyle devices using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two prostyle devices (2 on each access site) were successfully placed. The evar procedure was completed, and the patient was discharged. Reportedly, on march 26, 2024, the patient returned with infections in both groins. The patient was re-hospitalized and was re-operated in both groins due to deep infection on (B)(6) 2024. The patient was then transferred to hometown hospital where he again had surgery on (B)(6) 2024. The patient has since recovered. No additional information was provided.